Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was discarded; is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill section of the reduction device broke off within the patient's proximal femur on (B)(6) 2015, during an open reduction internal fixation (orif) procedure of the right open distal femur (periprosthetic). The device fragment was not retrieved. No reported surgical delay. No other medical intervention was required. The patient¿s status was reported as: ¿uneventful.¿ this report is 1 of 1 for (B)(4).